Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure for a, nicu patient. The clinical staff noted that the pressure monitoring set had a crack within the tubing. The device was replaced to complete the procedure for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use and excessive force during use. A review of the device history and complaint database could not be performed since the lot number was not provided.